Event description:
A falsely depressed creatinine (crea) results was obtained on a patient sample. The result was reported to the physician. The result was questioned within the lab and repeat testing was performed. An elevated result was obtained and a corrected value reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed creatinine result was sample integrity. The IFU for dimension vista crea flex reagent cartridges contains the following information: " complete clot formation should take place before centrifugation. ... Specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.